Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The wire which is responsible for the locking mechanism of triathlon ps insert #1 11mm came out during the bilateral tkr.